Event description:
(B)(6). Chair was in the back up/leg up/rails up position. She tried to exit at the foot end and the chair tipped. No injury was reported.

Manufacturer narrative:
This is a retroactive report based on the observations and our remedial action. Nothing was wrong with the device. It was simply incorrectly used by the end-user and/or patient. Warning labels were not adhered to.